Manufacturer narrative:
(B)(4). A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. Blood was observed within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a pinhole leak in the balloon material approximately 12mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination identified no issues with the balloon material, lapweld or balloon bond that have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control are conducted throughout the manufacturing process to establish product conformance to specified requirements. A review of documentation was performed to ensure that all required in-process and final inspections and testing have been completed and all acceptance criteria are met. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25sept2017. It was reported that balloon leakage occurred. The target lesion was located in the right iliaca artery. A 10.0x40x75cm mustang balloon catheter was advanced to dilate the lesion. However, during the first inflation, it was noted in the fluoroscopy that the contrast medium was leaking. The device was removed and the procedure was completed with another same device. No patient complications were reported. However, the returned device revealed a balloon pinhole.